Manufacturer narrative:
Manufacturer reference number: (B)(4). The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
On (B)(6) 2026, a patient underwent a procedure using the limflow system of devices. The procedure progressed successfully to stent deployment. Afterward it was found that a piece of the catheter had broken off into the patient. The surgeon was able to remove it and completed the case.